Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
In- situ measurements show 9 channels with high impedance status. The patient has no response to sound. Diagnostic images show the device to be in place.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In-situ measurements show 9 channels with high impedance status. The patient has no response to sound. Diagnostic images show the device to be in place. Reportedly, the decrease in access to sound began after a fall in (B)(6), although no impact to the head was involved. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show 9 channels with high impedance status. The patient has no response to sound. Diagnostic images show the device to be in place.